Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered device sometimes gets stuck during boot up. This issue was caused by faulty circuit board which needs to be changed. There was dust inside the device that was cleaned, but not enough to overheat the parts. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, not possible to turn on the video system center. The physician reported that phenomenon started gradually and consisted of a grainy and blurred image on the screen resulting in an inability to receive correct information. The examinations were suspended. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty (printed) circuit board could not be identified. Olympus will continue to monitor field performance for this device.